Event description:
It was reported that the right ventricular (rv) and atrial leads dislodged. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 383069 lead, implanted: (B)(6) 2013. (B)(4).